Event description:
A medsun report (B)(4) was received on 09march2023. The report states that a patient was in the cardiovascular operating room for heart surgery. Due to the long surgery (5 hours), a patient warming system was used. The machine was evaluated by the reporter's biomed department and found to pass all tests. Preventive maintenance was up-to-date. After surgery, patient was found to have a 3-4 inch diameter blister to the left side of her middle back. It is unclear exactly what caused the burn.

Manufacturer narrative:
The product involved in the event was not available for return. A follow-up report will be provided upon conclusion of investigation. All information reasonably known as of 07 apr, 2023 has been included in this medical device report. O&m halyard, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint #: (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.

Manufacturer narrative:
The product involved in the event was not available for return. The unit was not returned to nortech systems for further investigation. The reporter indicated in follow up communication that they found out that the warmer is over 20 years old. Per the reporter, it has been used multiple times at bdmc without any issues. Reporter indicated on (B)(6) 2023, "the patient¿s burn was treated over a period of 3 weeks with silvadene dressing." Patient is currently healed with discoloration and scar. These units will continue to be monitored for similar issues. Without receiving the device for evaluation, manufacturer is unable to perform an investigation to identify root cause. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury. H3 other text: device not returned.